Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
It was stated that the claimed product was judged to be functional and the facility decided that they did not want to send it back for evaluation. Device not returned.

Event description:
During surgery, the surgeon felt badness of fitting of the drill guide.

Event description:
During surgery, the surgeon felt badness of fitting of the drill guide.